Event description:
As reported by field clinical specialist, the patient received a 23mm sapien 3 ultra resilia (s3ur). The procedure and the deployment of the valve went great. Upon the end of the case, the implanting physician removed the esheath and deployed his two perclose proglides. The team took a final groin angiogram to confirm patency of the rcfa and the percloses had occluded the vessel. They were able to pass a wire through the occlusion, balloon and stented the vessel. It however did not fix the problem. The access site continued to bleed and a vascular surgeon had to be called to repair the vessel. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The physician did not allege any deficient ew devices. There was no alleged negative interaction between esheath and perclose. At last report, the patient doing fine and discharged. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).